Manufacturer narrative:
(B)(4). The 5.0x13 rx ultra 9-cell stent mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filed report, the following additional information was received via receipt of a user facility medwatch report: the patient had presented with chest pain and diabetes. The reported 5.0x13 rx ultra 9-cell stent was deployed via inflation of the balloon to 24 atmospheres held for 30 seconds due to the heavy calcification of the lesion focal area. The balloon of the ultra 9-cell was described as being bulky in size. No additional relevant information was noted. Pt. With diabetes and chest pain presented for stent placement to the circumflex artery. A 5.0 x 13mm bare-metal ultra stent was deployed across the target mid lesion for 30 seconds to approximately 24 atmospheres. This particular focal lesion appeared to be heavily calcified necessitating very high pressure for reasonable dilatation and stent deployment. Subsequently, significant difficulty was met in removing this delivery balloon catheter out of the stent, possibly due to its bulky size. With some maneuvering and further aspiration of air with a large 60 cc syringe, this bulky balloon was eventually removed out of the coronary. Follow-up angiography was performed. There appeared to be minor wire injury in the very small distal tertiary vessel, resulting in small focal dye staining, but without frank extravasation of co.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, a whisper es guide wire was advanced to the target lesion, followed by pre-dilatation of the lesion with an unspecified balloon dilatation catheter (bdc). A 5.0x13 rx ultra 9-cell stent delivery system (sds) was advanced via femoral access to the mildly calcified lesion in the mildly tortuous large mid circumflex coronary artery and stent was deployed in the target lesion. Post-deployment, although the balloon was able to be completely deflated without issue, the balloon was difficult to remove from the stent. The balloon was inflated and deflated a few times, followed by slight twisting and a slight back and forth motion, eventually freeing the deflated balloon from the stent. The whisper es guide wire was noted to have "migrated" distally during the procedure, causing a perforation distal to the lesion. The sds was withdrawn from the anatomy without further resistance. Although the stent was angiographically confirmed to be fully apposed to the vessel wall, the stent was post dilated as standard procedure, using a 5-millimeter unspecified nc bdc. The perforation was sealed successfully via prolonged inflations with an unspecified 2.5-millimeter bdc. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.